Manufacturer narrative:
Analysis was normal. The device was tested using automated test equipment and no anomalies were found.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was coronary artery disease and cardiac respiratory arrest.